Manufacturer narrative:
A review of lot c331 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. Trends were reviewed for complaint category, drive tube leak/break and no trend was detected for this complaint category. CAPA (B)(4) has already been initiated to investigate drive tube leaks/breaks. Service order (B)(4) completed: service technician cleaned the instrument and performed system checkout. No further action required. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. (B)(4).

Event description:
Customer reported the drive tube broke and was severed between the upper and lower bearings, when the double needle mode treatment had reached about 250 to 280 ml whole blood processed. Customer reported it appeared the drive tube bearing stops on the drive tube had moved away from the drive tube bearings. Customer stated the drive tube bearings were still held in the bearing retainers after the drive tube had broken. Customer reported there was a blood leak in the centrifuge. Css asked if the centrifuge leak sensor strip was damaged and customer indicated he did not know. The customer had already discarded the kit so no photos could be provided. The kit will not be returned. Service order number (B)(4) was generated. Customer stated the patient is stable and they were starting a new treatment for him on a different instrument.